Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had an ivc filter successfully deployed for a history of dvt and failed anticoagulation therapy. The filter was placed at about the l2-3 level just below the renal veins. The patient tolerated the procedure well without complications and was reported to be hemodynamically stable at the conclusion of the procedure. Approximately one year post filter deployment, patient presented to the emergency department for complaints of abdominal pain with nausea, vomiting and diarrhea. A CT of the abdomen and pelvis demonstrated migration of the filter above the level of the renal veins, a 3.5 cm wire in the right renal pelvis, and sigmoid diverticulitis. Vascular surgeon consulted with the patient about possible filter retrieval. The health care provider stated that the filter is not in good position and needs to be taken out and replaced or removed; and suggested that the metallic wire in the right renal vein should be left there. The hcp further stated that filter retrieval would not take place until the patient¿s diverticulitis has resolved. Approximately 19 months post filter deployment a CT of the abdomen and pelvis demonstrated an ivc filter with several legs extending into the left renal vein and one detached leg in the right renal pelvis that is stable. Subsequent imaging demonstrated a linear density in the right kidney, a leg of the filter in the left renal vein and an ivc filter present at the level of the renal arteries. Medical records received did not indicate any attempts to retrieve the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment for history of dvt and failed anticoagulation, patient presented in the emergency department with complaint of abdominal pain. CT scan demonstrated filter migration and a detached limb in the right renal. Approximately 19 months post filter deployment a CT scan of the abdomen demonstrated several filter limbs extending into the left renal vein. No reported attempts were made to capture and retrieve the filter or detached limb. Patient was reported to be hemodynamically stable.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege the filter was deployed without complications at about the l2-3 level just below the renal veins. Approximately eleven months after implantation, imaging allegedly demonstrated a detached filter leg located in the "right kidney pelvis". It was further alleged that the filter migrated above the renal veins and several limbs extended into the left renal vein. A CT scan performed approximately twenty months after implantation allegedly demonstrates the filter at the l2 level. Based on the medical records, limb detachment can be confirmed; however, migration is inconclusive as the filter allegedly was deployed at the l2-3 level and the most recent imaging in the medical records reported the filter to still be located at the l2 level. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Concomitant therapy: albuterol, carafate, prilosec, metoprolol, robaxin, potassium, folic acid, magnesium, calcium, ativan. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.